Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to usually have high blood glucose during set change. Customer's blood glucose was 425 mg/dl. Customer requested assistance with max bolus due to needing to bolus more units because of high blood glucose. Customer received assistance.